Event description:
It was reported that while advancing the stent through a 6fr sheath, the physician felt resistance after entering the sheath. He pushed the stent forward inside the sheath and the stent came off the balloon. The physician was able to successfully retrieve the stent. No harm to the patient.

Manufacturer narrative:
Engineering analysis: upon opening the returned device the stent was no longer on the balloon as the details indicate. The stent was in good condition and no visible damage was noted. The stent diameter was measured in the middle of the stent to determine if the diameter was in line with the quality inspection test data. The diameter was 2.1mm. This is slightly larger than the quality samples but is normal for a stent that has been dislodged and removed over the distal balloon cones. The average diameter from this lot of catheters was 2.0mm. The crimped stent leaves impressions of the stent frame on the surface of the balloon when properly crimped. (The impressions indicate if the balloon was properly crimped. The stent delivery system balloon was inspected to ensure the crimped stent impression were visible.) The crimped stent impressions were clearly present and are indicative of a properly crimped stent. The introducer sheath used in the case was not returned. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. All (B)(4) quality inspection samples passed this final inspection without any non-conforming devices. No stents were dislodged during this testing. Conclusion: other potential causes may also be considered but cannot be verified via a post return examination. In many cases stent dislodgement has been when operators grasp and tug on the stent to verify stent retention. This technique can dislodge the stent if too much force is applied. However we have not been able to determine any fault due to manufacturing.

Manufacturer narrative:
(B)(4). On completion of the investigation a follow up report will be submitted.